Event description:
It was reported that the abandoned leads on the patient's left side have started to erode through the pocket. The leads were subsequently removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.